Manufacturer narrative:
No product was returned; visual and dimensional evaluations could not be performed. The device history records for the device were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. The device is used for treatment. A product history search was conducted for this combination of part and lot number and found no additional complaints. Surgical notes were not provided; it is unknown whether the component was implanted with the correct fit and orientation as per the surgical technique. Based upon the information that has been provided, no definite root cause can be determined at this time.

Manufacturer narrative:
Explant date: revision occurred on an unknown date in (B)(6) 2017. Concomitant medical product(s) right lps-flex prolong femoral size f right lps-flex prolong 00596401652 lot 62573897; articular surface size ef 10 mm 00596403210 lot 62591366. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient experienced pain and decreasing mobility post right knee implantation and, subsequently, underwent revision arthroplasty approximately 2.5 years post implantation due to loosening of the tibial component. No additional information is available.

Manufacturer narrative:
The information provided on this form was previously submitted under manufacturing report number 0001822565-2016-01954. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing tibial loosening following total knee arthroplasty.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.